Manufacturer narrative:
Technical support advised the biomed to run the unit on battery until it's dead, then charge for 24 hours.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, when a new battery was installed and after 17 hours of charging, the charge indicator did not show a full charge. There was no patient involvement.